Event description:
It was reported that the customer was hospitalized. It was stated that the customer experienced vomiting and seizures due to high blood glucose over 500 mg/dl. Customer had inflammation of stomach and intestines. He was treated with insulin drip. Customer was not wearing the insulin pump at the time of emergency room visit; he had been off of it for about a day. Customer was assisted with inserting new infusion set and setting the correct time and date. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.